Event description:
Following a surgical procedure wherein an unknown osteoraptor 2.3 suture anchor was reportedly used the patient developed a superficial infection. A smith & nephew medical advisor followed up directly with the operating surgeon who indicated that he did have a patient experience a post-operative infection; however an anchor was not inserted into that patient. The surgeon specifically indicated that the issue was not anchor related, however, this cannot be confirmed. The patient was reported as healing well.

Manufacturer narrative:
On august 6, 2013, smith & nephew issued a voluntary recall. (B)(4).